Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 12mm emerge balloon catheter was advanced for dilation. However, during procedure the balloon ruptured. There were no resistance felt during removal and the procedure was completed with a different device. There were no patient complications reported.